Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during the procedure. It was reported via trial that on (B) (6) 2010, the pt underwent direct stenting in the mid right coronary artery with one xience v stent. After the stent was implanted, a dissection occurred that required treatment with two bailout xience v stents. There was no adverse pt sequelae. The pt was discharged the following day on (B) (6) 2010. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). A follow - up will be submitted with any relevant info.